Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the distal conductor was fractured. Further analysis found that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and there was white substance. The analyst also noted that they were unable to determine the anchor sleeve location.

Event description:
It was reported that there was an apparent lead fracture, increasing impedance, and high impedance on the atrial lead. The device was reprogrammed until the lead was explanted and replaced. No patient complications have been reported as a result of this event.